Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The enhanced sensor interface board (esib) was ordered for replacement to correct the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Manufacturer narrative:
The initial MDR indicated the enhanced sensor interface board (esib) was ordered for replacement to correct the reported issue. Additional information was received that the repair was to connect a loose harness to the sensor interface board. H3 other text: the initial MDR indicated the enhanced sensor interface board (esib) was ordered for replacement to correct the reported issue. Additional information was received that the repair was to connect a loose harness to the sensor interface board.